Event description:
It was reported that the implantable cardioverter defibrillator exhibited far p wave oversensing on the ventricular channel after atrial pacing. The oversensing inhibited pacing but the patient was asymptomatic as the r-wave conducts from the atrial pace. Programming changes were discussed.